Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a peripherally inserted central catheter. The customer reported that a pt had edematous shoulder, the line had reportedly migrated 2.5 cm. The line was placed into the right atrium initially and removed about 18 days prior. The placement date is not known. The line was replaced. Pt condition: recovering.

Manufacturer narrative:
The condition was discovered by an ultrasound exam done by a neonatologist. An investigation is currently under way. Upon completion, the results will be forwarded.